Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) replacement for an unknown reason. Additional information was received that the reason for the replacement was that the primary cell ipg had reached normal end of life message. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) replacement for an unknown reason.